Manufacturer narrative:
The device was returned for investigation. A root cause could not be identified. Based on the results of the investigation, unable to confirm the customer reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had e238 error code - scope communication error. The issue occurred during set up / inspection for use. There were no reports of patient involvement.